Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. Physio retained the device for further evaluation.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.